Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to slightly loose drive support disk. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported a motor error alarm during the prime. He could not recall any significant event leading to the alarm and stated that the insulin pump had not been exposed to a strong magnetic field or MRI. He stated that they were able to rewind the insulin pump. The blood glucose reading was 109 mg/dl. Nothing further was reported.